Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the operation room for a system implant. During the procedure the physician attempted several positions for the right ventricular lead but it was noted that the lead exhibited high pacing impedance and intermittent capture. The lead was not used and was replaced. The patient was stable prior, during and post procedure.